Manufacturer narrative:
The reported event was addressed with phone support. An isi field service engineer contacted the customer and was informed that the issue was resolved after the customer power cycled the system per the call with the tse. The customer also indicated that there were no further issues. The customer also stated that the system was connected to the simulator before the issue occurred. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during an da vinci-assisted incisional hernia tapp surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the master tool manipulator-right (mtmr) was moving on its own/drifting if surgeon was not touching it. There were no errors in the system logs. The tse suggested to power cycle with a hard power cycle of the surgeon side console (ssc). The customer worried that it would take too long since system had to be undocked. The tse explained that instruments could stay connected but suggested to move them all the way up on the instrument arm. The customer understood and spoke to the surgeon. At the time of the call, system had to be undocked because of clinical reasons and after re-docking the system worked normally again. The customer continued with the surgery. The procedure was completing as planned with no reported injury or delay.